Manufacturer narrative:
Details of complaint on (B)(6) 2019 customer reported heart rate from the input unit was not showing up on the g9 device at the kaiser san diego facility. Neither the waves nor the numeric data were showing on the g9 screen. Nk tech support instructed customer to check the input unit and data acquisition unit (dau) with another g9 station to segregate the issue. This facility has custom cabling where there are many places that can disconnect. Customer was also instructed to connect the dau directly to the g9 to troubleshooting the connections. Customer stated they wanted to report the issue for now and would attempt the above steps. Subsequent attempts to contact customer yielded no response. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: service history for this facility shows one relevant incident regarding cabling from g9 to dau: 55785 - reported on (B)(6) 2019. Possible loose connections between dau and g9 at kaiser zion facility. The issue has not re-occurred at this site. Operator's manual for dau models ja-690pa and ja-694pa, 7th edition, "troubleshooting" section indicates the following possible causes for the reported issue: -input unit connection failure -unit cable connection failure due to limited information provided by customer, the root cause of the could not be determined. Factors of custom cabling, previous incident (55785), and operator's manual troubleshooting guide, the likelihood of loose cabling could not be ruled out.

Event description:
The customer reported that the core unit (g9) is not showing any waves or numerics. The customer also reported that the input unit was displaying "host monitor software incompatible" error message.

Manufacturer narrative:
The customer reported that the core unit (g9) is not showing any waves nor numerics. The customer also reported that the input unit was displaying "host monitor software incompatible" error message. Nk ts agent found that the customer was using custom cabling solutions that were not recommended by nihon kohden and advised the customer to directly connect the dau cable into the g9 instead and take the custom cabling out of the equation. The customer will follow up once these steps have been completed. No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the core unit (g9) is not showing any waves or numerics. The customer also reported that the input unit was displaying "host monitor software incompatible" error message.